Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30's (mg/dl). Reportedly, the contact suspected that the pump over delivered insulin. Glucagon was administered to treat bg. The contact reported that insulin was observed dripping out of the end of the infusion set tubing. Although requested, the contact declined to perform troubleshooting or upload the pump data logs. Reportedly, the customer used manual injections for insulin therapy.